Event description:
Additional information received indicates the patient experienced a temporary loss of motor function that was regained. The patient is stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced a hematoma due to taking his plavis earlier then advised. Surgical intervention took place wherein the system was explanted.